Event description:
It was reported that maxzero needleless connector had cracks and leaked. The following information was provided by the initial reporter: when using the connector, the screw joint was cracks. There was leakage during the infusion. Customer hope bd to improve product quality.

Manufacturer narrative:
H6: investigation summary one mz1000 sample was received without packaging for investigation; the customer feedback indicates the complaint sample was from lot 20096105. No connecting products were returned to assist the investigation. Further information provided by the customer indicates that, the crack was observed during connection with a kdl infusion set, and that the female luer adaptor (fla) of the maxzero had been disinfected with alcohol prior to connection. A visual inspection of the returned maxzero identified a crack on the fla of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector had cracks and leaked. The following information was provided by the initial reporter: when using the connector, the screw joint was cracks. There was leakage during the infusion. Customer hope bd to improve product quality.